Manufacturer narrative:
This report is submitted on march 6, 2020.

Event description:
Per the surgeon, the patient experienced an infection (unknown site) which was treated with antibiotics (oral). The device was explanted on (B)(6) 2020 and the patient was not reimplanted with a new device.